Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical procedure, surgeon was using the device which broke, the broken piece was located and removed without harm.